Manufacturer narrative:
Device evaluation summary: from the examination of the returned explanted devices and clinical information provided, the exact cause of the aaa rupture could not be determined. Patient anatomy (including films) were not available for return; therefore, the stent graft in-vivo configuration during the unknown implant duration could not be determined. Although no endoleak was reported, it is likely that the 2 abrasion holes observed on the aortic body were the source of a type iii fabric endoleak which may have contributed to the aaa rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm on an unknown date. It was reported that the patient was urgently transferred to hospital due to an abdominal aortic aneurysm rupture. The physician believed that treatment using an endovascular stent graft device was difficult and an abdominal operation for blood vessel prosthesis implantation was performed. A hole was visible in the main body device. The endurant stent graft device was explanted and a blood vessel prosthesis implantation was performed. No additional clinical sequelae were reported and the patient is being monitored.